Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Mercury switch is defective. Dealer states the chair is intermittently in drive lockout when the tilt is all the way down, and it will intermittently not go into drive lockout when tilted.